Manufacturer narrative:
The pod was received with the soft cannula deployed, slide insert visible in the viewing window and formed needle retracted. Investigation of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Investigation of the needle mechanism found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The device ran for 2369 pulses and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward, but the cannula was visible and fluid was leaking. The pod was worn between 36 and 48 hours on the arm.